Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device indicated a damaged grommet. The returned device indicated foreign material on set screw. The returned device indicated a set screw with a rounded socket. The returned device indicated a damaged set screw. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant, the implantable pulse generator (ipg) device exhibited a setscrew problem. It was discovered that the setscrew did not cross the hole; like something was not aligning inside the setscrew box. The device was removed and replaced. No patient complications have been reported as a result of this event.